Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant attempt the left ventricular lead had positioning difficulties and could not be implanted due to patient anatomy. The lead was removed and replaced. No patient complications were reported as a result of this event.